Event description:
Customer reported via phone call to have received a no delivery alarm. Customer also reports of being in the hospital and wanted to resolve no delivery issue in order to leave hospital. No hospitalization information was given. Customer's blood glucose was 115 mg/dl. Customer was able to resolve no delivery by reconnecting tubing and reservoir and filling again. Customer was advised to call back should issue persist.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.